Event description:
It was reported that the externalized conductors were noted on the rv lead device changeout for eri. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. Patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.